Manufacturer narrative:
(B)(4). Evaluation summary: the instrument was received with the jaws yielded. Dried body fluids were found on the shrouds and lifter spring. The instrument was cycled, fired the remaining 2 clips ejected due to the condition of the jaws. Device locked out as intended.

Event description:
It was reported that the device was used during an unknown procedure, the clips would not advance. Took another device to complete case. No pt consequences.